Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the black pulse wire in the trunk cable being broken, causing the belt to not pass falloff testing. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.